Event description:
Per the clinic, no connection could be made to the internal device, and the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with another device; however, it is unknown if this has taken place as of the date of this report, (B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed on august 23, 2013.